Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
It was reported that during a left lower limb angioplasty, it was noted that the radiopaque marker of the of a surecross 0.018 support catheter was moving on the surface of the catheter the physician determined it was unusable and required the opening of an additional catheter. It is reported the patient is fine. No injury or new procedure was reported.

Manufacturer narrative:
The suspect device was not returned for evaluation; however, images and videos were provided. The investigaiton involved a review of the images and videos. The complaint was confirmed. A root cause could not be determined.a search of the complaint database was performed and no similar complaints for this lot number were found. The product history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.